Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and suture was used. During the procedure, the suture was found protruding from the sealed package. The device was not used and the procedure was completed with a like device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found that the suture was severed from the needle most likely during the dispensing process because the suture body was caught in the seal.